Manufacturer narrative:
Device evaluation results: one portex endotracheal tube was returned for investigation in used condition. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination. No abnormalities were found. The cuff of the returned product was inflated using a syringe and the product was submerged under water to look for leaks. A leak was observed. The customer reported product problem (leak) was therefore confirmed. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received that while device was in use, air leak around cuff had occurred. No medical intervention was required and no patient injury had occurred.